Manufacturer narrative:
B3: date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, patient was experiencing discomfort at the ipg site. And as such, the ipg was explanted to address the issue.